Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. When asked the cause of changed in stimulation output and programmer concerned was determined, patient stated it was determined, they discussed with local rep at doctor office. It was noted there wasn't actions or interventions were taken to resolve those issues above. Patient needed new external antenna and ordered was received. No additional patient symptoms were reported.

Event description:
Additional information from rep was received. Rep met patient today and he suggested patient got two patient programmers (pp) antenna¿s sent to her. It was noted external programmer antenna was damaged. A replacement pp antenna would be sent. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient has an appointment with her neurologist on the (B)(6), and wanted for a rep to come. The last time it was checked was over a year and a half ago. The patient said she feels like it is not communicating as quickly when she tries to use her patient programmer (pp). The patient wanted to arrange for a manufacturing representative (rep) to be at their appointment to check her pp in person and for programming due to issues with how stimulation feels. The patient also reported it feels like it is not on (stimulation), it feels like it is off, sometimes when she is sitting and sometimes when she is driving she gets a rush of stimulation. The patient said that their pp was not acting up during the call, the patient was mumbling and said she has an a in the corner, the patient said she had replaced the batteries and the ins is half charged, she is religious about making sure it was recharged. She wanted hands on it in the office. No further complications were reported. No additional patient symptoms were reported.